Event description:
The customer mother reported that the insulin pump alarmed button error. She stated that her son slipped and fell in the rain with the insulin pump on. Customer stated there was moisture under the display and buttons were not working and received button error. Troubleshooting was done. Customer blood glucose was 120 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.